Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported issues and the hp stated that it was an isolated event. The hp stated he as not sure what caused the loose connection in the disposable supplies. The hp did not find any issues after starting over with new supplies. The hp is continuing therapy at his time.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Event description:
During troubleshooting for an alarm, the home patient (hp) contacted baxter and stated the homechoice (hc) machine alarmed during prime. The hp stated the heater bag had a loose connection and leaked onto the floor. The baxter technical representative (tsr) assisted the hp to end therapy. The tsr informed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.